Event description:
I was shopping at (B)(6) and of course was wearing a mask because it is the store's policy (I wear the blue disposable kind). I am a very healthy person, but became very short of breath and a bit anxious because of my breathing difficulty. I removed my mask, and after a couple of deep breaths, I fully recovered. FDA safety report ID# (B)(4).